Event description:
Review of the manufacturing records showed that there were no unresolved non-conformances were found with the generator prior to it being shipped.

Event description:
It was initially reported that the patient was having a generator replacement due to end of service. The generator was returned to the manufacturer for evaluation. The reported end of service allegation was not confirmed in the pa lab, although the elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The partially depleted battery condition was the result of expected battery depletion based on the battery life calculation. With the exception of the eri parameter, the device performed according to functional specifications. The supply current pulsing was over the limit on the automated post burn-in test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications of the current automated post burn-in test. The out-of-specification supply current pulsing could potentially be a contributing factor to the eri condition; however, results of the battery longevity calculation indicated that eri condition was an expected event.

Manufacturer narrative:
Device manufacturing records were reviewed.

Manufacturer narrative:
Date received by manufacturer: corrected data: follow-up report #1 inadvertently put the received date for the initial report instead of the date for the follow-up report #1. The correct date should have been (B)(4) 2012.